Event description:
During a ptca procedure, the balloon ruptured at unknown atms. The maverick xl balloon was used for both pre and post dilatation. During post dilation the balloon ruptured at unknown atms on the first inflation. Another balloon was used to complete the procedure. No patient injuries or complications were reported.